Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been 1 other event for the lot referenced. (B)(4) was raised for an assembly issue. Visual inspection: the returned device is in used condition with minor damages consistent with normal use. Inspection of the mating bores noted heavy galling damage in the bore on the lateral side of the instrument. The galling has reduced the diameter of the bore such that the associated stylus cannot be fully assembled to the lateral bore. Functional inspection: the damage to the device renders it non-functional. The associated tibial stylus was able to be assembled to the medial bore of the device but could not be assembled to the lateral bore due to the described damage. Dimensional inspection: not performed because there is no indication the event was related to dimensions of the device. The investigation determined the root cause of the reported assembly difficulty to be galling damage on the lateral bore of the insturment, preventing the associated stylus from being fully assembled. The likely source of the damage was metal to metal contact in tight clearance between the subject guide and associated stylus over a prolonged service life. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the stylus could not be inserted into the right cutting guide. No spare product was there, so the surgeon continued to the operation.

Event description:
It was reported that the stylus could not be inserted into the right cutting guide. No spare product was there, so the surgeon continued to the operation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.